Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: two (2) samples were received from p/n 67p050 and p/n 67p055 without lot number provided without their original packaging inside a ziploc bag, in used conditions and with their certificate of safe handling. Visual inspection results: no damaged could be detected. Functional test: samples were filled with 5cc of air according to mp bivona tt-tj130 rev. 102 ? (Wi-mfg/inspect instructions) in order to see if there was any functional problem. Results: when we inflated the sample 1 with air, the pilot balloon inflated but all air was stuck it. According to the IFU (B)(4) rev.100 - IFU - pedi/neo tts (pnt)) we manipulated the pilot balloon and the cuff inflated but only one side, we manipulated the cuff and the whole cuff inflated. After the whole cuff inflated, we deflated and inflated 4 times, all the times the cuff inflated completely. Results: we inflated the units, and we visually inspected them for 10 seconds, we did not observe any leakage. Then we submerged the units under water, we did not observe any leakage. We were following massaging the cuffs, we squeezed them, and we moved the airway lines back and forth. We did not detected leaks during the test. The complaint is not confirmed. The cause of the reported problem could not be determined. No corrective actions were taken since the complaint was not confirmed.

Event description:
It was reported that the pilot balloon was not inflating properly on the bivona tracheostomy tube. The product problem was observed immediately up use of the device. The product problem did not cause or contribute to any adverse patient health effects.